Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 43 of the patient's mouth. Primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.